Event description:
It was reported that revision surgery was performed. Pain, elevated metal ion levels and a soft tissue reaction reported. The devices were implanted in (B)(6) 2007. The femoral stem remains implanted.

Manufacturer narrative:
(B)(4).